Event description:
Essure procedure was done (B)(6) 2012. Doctor did two hsg tests in past six months which indicated bilateral occlusion, but problems with placement of device on left side. Patient had been complaining of pelvic pain since the essure procedure. Doctor treated patient several times with antibiotics and pain medications, but patient eventually opted to have both devices removed. Doctor did a bilateral salpingectomy on (B)(6) 2012. She found that the one device had perforated through the left fallopian tube and was adhered to left pelvic side wall. Patient is now feeling well. Symptoms have been relieved. Doctor attributed pt¿s pain to the perforated essure device.